Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance values that went above 3000 ohms. It was noted that tissue fibrosis around the tip is suspected. Given the condition of the patient, the physician has elected to continue to monitor with no further action. No adverse patient effects were reported. Currently, this lead remains in service.